Manufacturer narrative:
Unable to prime during prime/a33 test due to moisture damage inside fsr(tin).

Event description:
It was reported that the customer had high blood glucose levels of 238 mg/dl. It was reported that the insulin pump would not prime properly. It was reported that the insulin pump would not recognize the reservoir. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.